Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cardiosave intra- aortic balloon pump (iabp) would not charge the battery. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
H3 other text : not returned to manufacturer.